Manufacturer narrative:
A product investigation was performed. One (1) drill bit ø1.1 l60/35 2flute (part # 310.110, lot # f-19586) was received. The drill bit's tip is broken as described in complaint condition. The broken part is missing. Based on this fact this complaint is rated as confirmed. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used and the hardness was within the measurement according the specification. The microscopic view of the broken surface, with magnification of 10x, shows a homogenous surface what indicates material conformity as well. The outside diameter of the returned drill bit was measured and was found within the requested tolerance according to relevant drawing. Unfortunately we only have limited information in the complaint description and cannot confirm how the breakage happened. We suppose that a mechanical overload situation during use could lead to the breakage. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: additional classification codes : classification codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The drill bit broke intra-operatively and the portion of the broken bit is left in the patient. Device history records review was conducted. The report indicates that the: manufacturing location: 310.110 / f-19586; manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 9th august 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for hallux valgus on (B)(6) 2017. A drill bit was broken when drilling. The surgeon decided leaving the drill tip in the patient. Because he couldn't remove it at all since the drill bit was fixed like fixation material. There is no information available about patient outcome. No other medical intervention was required. There was a surgical prolongation of 10 minutes reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).